Event description:
It was reported moisture in the reservoir compartment, and the customer experienced high blood glucose. Attempted to contact the customer to troubleshoot with no results. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.